Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) used samples without packaging were returned for evaluation. Upon visual inspection, no non-conformances were observed. Samples exhibited no leakage when subjected to a leakage test per specification. In addition, samples exhibited no visual or functional non-conformances when spiked into bags, primed, and ran. This was conducted in order to try and replicate what was reported in the complaint description. The reported defect was unable to be confirmed or replicated. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on a new complaint case and an updated procedure, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B.braun has conducted a retrospective review for all complaints of similar nature in accordance with b. Braun internal procedures.

Event description:
As reported by the user facility: the user valve was not bonded properly to the caresite y-site and became disconnected during infusion. Lactated ringer's solution was being infused at the time of incident. No patient injury reported.